Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: there were scratches on the flexibility adjustment ring, switch box, scope connector cover (sc cover unit), scope connector case unit (sc-case unit), plug unit and objective lens; the insulation resistance value at distal end does not meet the standard value, due to burn on the plastic distal end cover (c-cover); the bending angle in up direction does not meet the standard value, due to wear of angle wire; the light guide lens had a crack; the bending tube was deformed; and the connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope distal end had fallen to the floor and maybe defective. During evaluation, the following reportable issue found that the air/water tube and air/water cylinder had foreign materials. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.